Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (0.5 mg/ml at 0.49985 mg/day) and bupivacaine (7.1 mg/ml at 7.0979 mg/day) via an implantable infusion pump. The indication for use was noted as malignant pain. It was reported the catheter kinked. At the end of the implant, the implanting physician attempted to aspirate cerebrospinal fluid (csf) from the sideport but was unable to aspirate on (B)(6) 2015. A surgical observation on (B)(6) 2015 gave results of a catheter kink at the spinal entry site. The intervention included an other surgical intervention in which the catheter was un-kinked on (B)(6) 2015. The pump was re-sutured, and the implanting physician was able to aspirate csf from the sideport. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No patient symptoms were reported. The outcome was noted as resolved without sequelae on (B)(6) 2015. The cause of the catheter kink was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.